Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high frequency resection electrode loop disolved and fractured. This was during a therapeutic hysteroscopic myomectomy that was completed using a similar device. There was no reported patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The analysis was conducted based on the complaint information. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.